Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon applicator string side up unable to remove [foreign body in reproductive tract] tried to remove tampon - put in string side up - unable to remove [complication of device removal]. Tampon that was defective and put into the applicator string side up [device physical property issue]. Consumer contacted via e-mail and stated that the tampon was put into the applicator string side up and she wasn't aware until it was time to remove. No serious injury was reported.